Manufacturer narrative:
An inspection of the device concluded that there was nothing wrong with the product. Product will not be sent back to pride for evaluation.

Event description:
Claimant alleges while working at desk when she went to use unit it would not go. She shut off and then on again. The unit rebooted and she pushed the joystick forward, the unit thrust forward and tipped over throwing her out of unit.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Claimant alleges while working at desk when she went to use unit it would not go. She shut off and then on again. The unit rebooted and she pushed the joystick forward, the unit thrust forward and tipped over throwing her out of unit.